Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, a watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Prior to starting the procedure, a small effusion was noted on the transesophageal echocardiography (tee). As the physician removed the was sheath from the patient's body the effusion was assessed and found to be slightly larger than the start. The 20mm closure device was attempted to be implanted, but the patient's appendage was not suitable for the closure device, so the patient did not receive a closure device. The patient was given protamine and pericardiocentesis was done after the groin closure. A follow-up surface echo was performed prior to discharge and effusion was back to baseline. The patient was discharged home and is fully recovered.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, a watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Prior to starting the procedure, a small effusion was noted on the transesophageal echocardiography (tee). As the physician removed the was sheath from the patient's body the effusion was assessed and found to be slightly larger than the start. The 20mm closure device was attempted to be implanted, but the patient's appendage was not suitable for the closure device, so the patient did not receive a closure device. The patient was given protamine and pericardiocentesis was done after the groin closure. A follow-up surface echo was performed prior to discharge and effusion was back to baseline. The patient was discharged home and is fully recovered.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, a watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Prior to starting the procedure, a small effusion was noted on the transesophageal echocardiography (tee). As the physician removed the was sheath from the patient's body the effusion was assessed and found to be slightly larger than the start. The 20mm closure device was attempted to be implanted, but the patient's appendage was not suitable for the closure device, so the patient did not receive a closure device. The patient was given protamine and pericardiocentesis was done after the groin closure. A follow-up surface echo was performed prior to discharge and effusion was back to baseline. The patient was discharged home and is fully recovered.

Manufacturer narrative:
H6: impact code f2303 medication required removed. H6: impact code f2301 additional device required removed.